Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian artery. A 10.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the target lesion. However, during the procedure, the physician exceeded beyond the rated standard pressure by going until 20 atmospheres and the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the tip profile and markerbands profile. An examination of the balloon identified a longitudinal tear. The tear extended along the main body of the balloon for a total length of 5.5cm. Visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. It was reported that the device was inflated at 20 atmospheres which is above the rated burst pressure. The mustang¿ dfu state: "do not exceed the rated balloon burst pressure." (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian artery. A 10.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the target lesion. However, during the procedure, the physician exceeded beyond the rated standard pressure by going until 20 atmospheres and the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.